Event description:
Deroyal neuro sponges, ref# 30-057, lot# 21092816 was inserted into the patient and the sponge detached from the string. The sponge was located separately from the string by the surgical team. Surgical team states that it came off "on its own" as a product defect.